Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that the last monday, patient met with their manufacturing rep and after the meeting, the therapy or stimulation was turned off. Patient then mentioned that it's been turning off automatically and they would just turn it back on. This morning, when they charge their implant, they noticed that the therapy again was off and when they tried to turn it back on, the toggle button wouldn't change. They also noticed that the handset was dim. Agent had patient reset the handset, however, patient mentioned that the screen is just black. Agent had patient plug the handset into a power outlet and patient mentioned nothing is happening. Handset is not turning on and showing any sign that it is being charged. Agent sent a request to repair to replace the handset. Agent advised patient that once they receive the handset to set their communicator with the implant and call us back so we can address the issue for the therapy not turning on. Manufacturer representative (rep) mentioned that they spoke with the patient for troubleshooting. The patient mentioned that the communicator started to work again and it was the phone causing issue and she would return it. A replacement device was provided to the customer and it fixed the issue and the same has been confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID hh9020scsr, serial# unknown, product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that the last monday, patient met with their manufacturing rep and after the meeting, the therapy or stimulation was turned off. Patient then mentioned that it's been turning off automatically and they would just turn it back on. This morning, when they charge their implant, they noticed that the therapy again was off and when they tried to turn it back on, the toggle button wouldn't change. They also noticed that the handset was dim. Agent had patient reset the handset, however, patient mentioned that the screen is just black. Agent had patient plug the handset into a power outlet and patient mentioned nothing is happening. Handset is not turning on and showing any sign that it is being charged. Agent sent a request to repair to replace the handset. Agent advised patient that once they receive the handset to set their communicator with the implant and call us back so we can address the issue for the therapy not turning on.

Manufacturer narrative:
Section g3 corrected; section g6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.